Event description:
The following has been reported: biomed reported: "red service needed error. Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to air compressor failure. At startup, the pump performed excessive attempts to charge the pneumatics before alarming. The unit was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. The keypad was also found to be torn.